Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Impossible to release the prosthesis into the bile duct, no mishandling noted. Consequence: prosthesis not inserted; prosthesis changed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. At what stage of the procedure did the complaint occur? During stent placement 3. What was the position of the elevator? Open and the wire guide is a awg2-35, it is with the stent. 5. Was the zip port facing upwards and slightly curved when back loading the wire guide? N/a, 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes 7. Please advise the anatomical location of the intended target site. Second duodenum - sphincter oddy. 8. How long was the stent in the patient by the time this complaint occurred? Less 1 minute 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? No 12. What intervention (if any) was required? Implantation other stent evo same size 8cm fc 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? 6cm 2. Where was the stricture located in the body? Canal duct 3. Was there resistance felt passing wire guide through stricture? Yes, a dilatation did before the stenting. 4. Was there resistance felt passing the evolution through stricture? No 5. Was the stricture dilated before stent placement? Yes questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes 2. Was resistance felt during insertion into patient? No questions related to during stent placement 1. Did the product fail during stent deployment or recapture? N/a, deployment, 2. If other, please specify 3. Was the directional button pressed during use? Yes 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? No 5. Was the yellow marker kept in view during deployment? Yes 6. Are images of the device or procedure available? Yes radiology.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of c2178003 lot number involved in this complaint was returned opened without original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 06 nov 2024. Visual inspection: red safety tab not returned. Directional button in the recapture position. Safety wire not returned. Red shuttle not returned. 0.035inch wire guide retuned with device. Outer sheath break in the clear section. Crinkling of outer sheath from 34cm to 37cm from the white tip. Handle shell separating at the top. Functional inspection: handle is actuating fine for deployment and recapture. Unable to deploy stent due to break in the outer sheath. Handle opened all clogs intact. Manufacturing records review: prior to distribution, all evo-fc-10-11-8-b devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c2178003 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: a review of the manufacturing records for the evo-fc-10-11-8-b device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2178003. Instructions for use and/label review: it should be noted that as per ifu0062 which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer impression: the fluoroscopic images demonstrate an evolution biliary stent advanced into the common bile duct. The area of stenosis is not clearly appreciated on this image. The stent remains collapsed in the deployment system and does appear to change positions slightly between the two images. The complaint report describes ¿impossible to release the prosthesis¿ suggesting that the deployment sheath would not retract allowing the stent to open. There is no further discussion regarding the deployment mechanism, was the trigger not moving, was there no resistance when pulling the trigger, was the direction button fully depressed, did the operator attempt to reverse the direction of the button? From the limited information in the complaint report, it would suggest that there was a defect in the deployment system of the stent, but without additional information, this is impossible to determine. Root cause analysis: a definitive root cause could not be determined. A possible root cause of issue reported could be contributed to the torturous path causing a build-up of pressure and resulting in initial failure of flexor becoming broken at clear section, it is possible that the broken flexor and a build-up of pressure led to crinkling of outer sheath and handle shell separating at the top observed during lab evaluation. Additionally, a possible root cause could be attributed to the position of the elevator, it¿s possible that the flexor got pinched by the elevator creating a weak point and breaking on deployment. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, when we tried to insert the prosthesis, it did not deploy. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be attributed to the torturous path and/ or flexor possibly getting pinched by the elevator creating a weak point and breaking on deployment, subsequently causing issue reported. Complaint is confirmed based on visual and/or functional inspection.

Event description:
A supplemental report is being submitted due to completion of the investigation on 5 jun 2025.